Event description:
It as reported that the customer passed away in a hospital. On (B)(6) 2015, the customer was hospitalized for heart failure. The cause of death was heart failure. The customer had a heart attack. The customer's blood glucose at the time of death was unknown. The customer was wearing the insulin pump at the time of death. The customer was not using sensors and was not using one at the time of death. The caller agreed to return the insulin pump for analysis. No further information is available at this time.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.